Event description:
Medtronic received information that 15 months following the implant of this bioprosthetic valve, transesophageal echocardiography revealed a paravalvular leak. Subsequently, the valve was explanted. Upon explant, a suture fracture at the annulus was observed. Another tissue valve was implanted. There were no additional adverse patient effects reported as a result of this event.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, pieces of the sewing ring, two components of the valve and host tissue were received with the valve for analysis. Part of the sewing ring appeared to have been removed during explant. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process; both are known to cause stiffness of the tissue. The tunica of all leaflets appeared intact. All commissures appeared to have been removed during explant. Two commissures were received with the valve. Remnants of glistening off-white pannus remained attached to the existing inflow margin of attachments of all cusps, into two inferior coaptive areas and 1 to 2.5 mm onto all cusps which showed evidence of a reduced inflow orifice area. Pannus remained attached to the inflow and outflow aspect on the section of sewing ring removed during explant. A remnant of pannus appeared to cover the top of one commissure. A remnant of pannus was received with the valve. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: due to the returned condition of the valve, analysis was unable to confirm the reported clinical observations. Based on the available information, the cause of the paravalvular leak was likely due to the reported suture fracture at the annulus. In addition, analysis revealed host tissue overgrowth was present, likely reducing the performance of the valve. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).